Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump received motor error alarm. The customer¿s blood glucose level was 340 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The drive support cap was normal. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.